Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 144 mg/dl. Customer support instructed the caller to clean the speaker holes and reconnect or replace the cartridge to resolve the issue; however, the attempts to load a new cartridge were unsuccessful, and the altitude alarm persisted. Customer reverted to an alternate method of insulin therapy.